Event description:
The customer reported that during power up, the iabp had power display issues, no data only grey vertical lines. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the pcb color video receiver (part number: 0670-00-0736 was replaced. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).